Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-oct-2017 from a healthcare professional via a company representative who reported that the patient went to surgery on (B)(6) 2017 and the pump was replaced with a pump from another manufacturer. The cause of the motor stalls was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that the day prior ((B)(6) 2017) the patient saw the code (B)(4) on his ptm (personal therapy manager). He saw the code with a bell and then it beeped 3 times. The patient stated that he may have jumbled up the number. He only saw the code once and the ptm was working fine now. He had contacted his hcp (healthcare professional) and they told him to call the manufacturer to see what the code meant. No patient symptoms were reported. On (B)(6) 2017 additional information was received from a healthcare professional via company representative who reported that the patient in for a refill at the physician¿s office today and the pump logs were read. Per the reporter there were multiple stalls and recoveries in the logs. The reporter was not sure if the pump was still currently stalled. Additional information was also received from the patient regarding the code he saw on his ptm. Per the patient, the circumstances that led to seeing the code on the ptm was that he was in a different location. The patient heard and felt the buzz and when he used the ptm it showed the bell and a code. The patient has not seen the code on their ptm again.. No further patient complications were reported.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 50.0 mcg/ml of fentanyl at 19.498 mcg/day and 24.0 mg/ml of bupivacaine at 9.359 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for disposal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.